Event description:
Pt inserted new acuvue 2 lenses from sealed factory container. Lenses are shipped in buffered saline. Upon insertion pt experienced bilateral corneal burns. Pt purchased contacts from mail order co. Please note that oao was recently notified that some contact leses purchased from co was found to be counterfeit lenses and some were found to be contaminated with the pseudomonas virus. Rptr have in his possesion 2 trial lenses from the batch and same box as the ones which caused the corneal burns.